Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi received the erbe generator unit involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer for repair. Upon visual inspection, the unit was in good condition. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a malignant hysterectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer had intermittent errors on the electrosurgical unit (esu) after the start of the procedure. The surgeon was able to complete the procedure robotically, however, the esu required replacement by the fse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer stated the erbe generator faulted intermittently. The technical support engineer (tse) reviewed the system logs and confirmed errors 1-87, m-02 and 4-87. The operating room (or) staff power cycled the system and powered the erbe off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the charge nurse for robotic surgery, the issue was resolved by power cycling the erbe once. The erbe was not abandoned. The surgeon believes that the erbe was not functioning correctly. There were no issues noted during set up of the system, and the customer noted that they are up to date on their maintenance and inspections. The procedure was completed robotically with no patient injury or harm.